Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power up) was confirmed due to a shorted u1003 pld processor on the computer/analog board. The root cause for the shorted u1003 pld processor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.